Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), uterine perforation ("perforation") and fallopian tube perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstruation irregular ("'menstuation' issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pelvic pain and menstruation irregular outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menstruation irregular, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 24-dec-2018: legal complaint received. Reporter information added. Event injury is replaced by new events- pelvic pain, perforation, menstruation issues and migration of device. Product model number changed from essure 205 to essure 305. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device, perforation'), uterine perforation ('perforation, migration of essure device location of device: fundus of the uterus,'), fallopian tube perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. E75377, 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in january 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In january 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In september 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant with esure micro-incert"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, menstruation irregular, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, migraine, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. She had oophorectomy and hospitalization for unknown event. She had been treated for pain, bleeding, migration, uti. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: 1. 8.2 cm dermoid midline in the pelvis which probably arises from the left adnexa. No other mass lesions are identified. 2. No evidence for urinary tract calculi. 3. No evidence for mechanical bowel obstruction. 4. Diffuse fatty changes of the liver with mild hepatomegaly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. This lot number e75377 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. No new information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device, perforation'), uterine perforation ('perforation, migration of essure device location of device: fundus of the uterus,'), fallopian tube perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. E75377-inv,625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-incert"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("menstruation issues") and tooth loss ("only have 9 teeth left"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, cystitis, migraine, depression, anxiety, dyspareunia and tooth loss outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. She had oophorectomy and hospitalization for unknown event. She had been treated for pain, bleeding, migration, uti. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: 1. 8.2 cm dermoid midline in the pelvis which probably arises from the left adnexa. No other mass lesions are identified. 2. No evidence for urinary tract calculi. 3. No evidence for mechanical bowel obstruction. 4. Diffuse fatty changes of the liver with mild hepatomegaly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. This lot number e75377 is invalid. Concerning the injuries reported in this case, the following ones were reported via social media: tooth loss. Lot number: 625643 manufacturing date: 2007-08 expiration date: 2009-07 . Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: only have 9 teeth left added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device, perforation'), uterine perforation ('perforation, migration of essure device location of device: fundus of the uterus,'), fallopian tube perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. E75377-inv,625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-incert"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("menstruation issues") and tooth loss ("only have 9 teeth left"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, cystitis, migraine, depression, anxiety, dyspareunia and tooth loss outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, tooth loss, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. She had oophorectomy and hospitalization for unknown event. She had been treated for pain, bleeding, migration, uti. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: 1. 8.2 cm dermoid midline in the pelvis which probably arises from the left adnexa. No other mass lesions are identified. 2. No evidence for urinary tract calculi. 3. No evidence for mechanical bowel obstruction. 4. Diffuse fatty changes of the liver with mild hepatomegaly. Lot number reported e75377 is not valid. Lot number:625643 manufacture date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), uterine perforation ('perforation, migration of essure device location of device: fundus of the uterus,'), fallopian tube perforation ('perforation'), pregnancy with contraceptive device ('pregnant with esure micro-incert') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. E75377, 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectiv" in (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). On (b)(6(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstuation issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, menstruation irregular, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, migraine, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: 1. 8.2 cm dermoid midline in the pelvis which probably arises from the left adnexa. No other mass lesions are identified. 2. No evidence for urinary tract calculi. 3. No evidence for mechanical bowel obstruction. 4. Diffuse fatty changes of the liver with mild hepatomegaly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. This lot number e75377 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), uterine perforation ("perforation"), fallopian tube perforation ("perforation"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. E75377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in january 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, enlarged lymph nodes (excl infective), vulval itching, urinary urgency, frequency urinary, low back pain, nauseous, vomiting, pap smear, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/left side pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection and menstruation irregular outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: preoperative diagnosis: menorrhagia and pelvic mass. Postoperative diagnosis: menorrhagia, pelvic mass, and dermoid cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs/mr received : lot number added. Events pregnancy with contraceptive device, device ineffective, genital hemorrhage, urinary tract infection and menstruation irregular & device monitoring procedure not performed were added. Outcome and severity of pelvic pain were added. New reporter, patient information, product information, concomitant medication, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), uterine perforation ('perforation'), fallopian tube perforation ('perforation'), pregnancy with contraceptive device ('pregnant with esure micro-incert') and genital haemorrhage ('abnormal bleeding (general)') in a 46-year-old female patient who had essure (batch no. E75377-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectiv" in (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/left side pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstuation issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection and menstruation irregular outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: preoperative diagnosis: menorrhagia and pelvic mass. Postoperative diagnosis: menorrhagia, pelvic mass, and dermoid cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. This lot number e75377 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), uterine perforation ('perforation, migration of essure device location of device: fundus of the uterus,'), fallopian tube perforation ('perforation'), pregnancy with contraceptive device ('pregnant with esure micro-incert') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. E75377-not valid,625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhaler) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, menstruation irregular, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, migraine, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: 1. 8.2 cm dermoid midline in the pelvis which probably arises from the left adnexa. No other mass lesions are identified. 2. No evidence for urinary tract calculi. 3. No evidence for mechanical bowel obstruction. 4. Diffuse fatty changes of the liver with mild hepatomegaly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. This lot number e75377 is invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Lot number updated. Reporter were added. Events vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, bladder infection, migraines / headaches, depression, mental anguish and dyspareunia (painful sexual intercourse) added. On (B)(6) 2019: no new information we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device, perforation'), uterine perforation ('perforation, migration of essure device location of device: fundus of the uterus,'), fallopian tube perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. E75377-inv,625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectiv" in (B)(6) 2009 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included blood pressure high, heartburn, diabetes, headache, amenorrhea, frequency urinary, lymph nodes enlarged, vulval itching, increased urinary frequency, frequency urinary, low back pain, nauseous, vomiting, pap smear abnormal, abdominal pain, hepatomegaly, ovarian cyst, heavy periods, obesity, asthma, dermoid cyst and pelvic mass. Previously administered products included for an unreported indication: flagyl and depo provera. Concurrent conditions included water retention. Concomitant products included salbutamol sulfate (inhalerin) from (B)(6) 2008 to (B)(6) 2018 for asthma, medroxyprogesterone acetate (depo provera) for birth control as well as esomeprazole, lovastatin, metformin and triamterene. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection type: utis/infection (bladder/urinary tract/vaginal)-type:utis"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant with esure micro-incert"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and cystitis ("bladder infection"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstuation issues"). The patient was treated with surgery (supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, menstruation irregular, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, migraine, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were visualized in the uterine cavity. She had oophorectomy and hospitalization for unknown event. She had been treated for pain, bleeding, migration, uti. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: 1. 8.2 cm dermoid midline in the pelvis which probably arises from the left adnexa. No other mass lesions are identified. No evidence for urinary tract calculi. No evidence for mechanical bowel obstruction. Diffuse fatty changes of the liver with mild hepatomegaly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, left sided pain. This lot number e75377 is invalid. Lot number: 625643 manufacturing date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.